Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown ¿ locking plates with locking and/or cortical screws system/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: abghari, m., marcano, a., davidovitch, r., konda, s. And egol, k. (2016) are locked plates needed for split depression tibial plateau fractures?. J knee surg, volume 29: 482-486. The purpose of this article is to evaluate and compare the clinical, functional, and radiographic outcomes of schatzker type-ii (ota 41b) tibial plateau fractures treated with locked and nonlocked plating constructs. This retrospective study occurred between april 2006 and december 2012. The study included seventy-seven (77) patients which consisted of thirty-seven (37) female patients and forty (40) male patients with a mean age at injury was 48.4 years (range 19.1-83.3 years). Patients were divided into two groups. Group 1 consist of forty-two (42) patients who were treated with open reduction and internal fixation using anatomical non-locking plates and screws system. Group 2 consist of thirty-five (35) patients who were treated with open reduction and internal fixation utilizing anatomical locking plates with locking and/or cortical screws system. Patients were assessed at a mean period of 18.5 months (range: 12¿72 months). This is report 2 of 2 for (B)(4). This report is for an unknown ¿ locking plates with locking and/or cortical screws system group and refers to one (1) unknown patient developed a deep infection at the incision site, which eventually progressed to osteomyelitis. This patient eventually had a hardware removal procedure and received IV antibiotics for a course of 6 weeks and one (1) unknown patient had re-displacement of the articular surface.